Event description:
Solicited from nursing: patient stated that cadd ms3 pump, serial number (B)(4) had malfunctioned on (B)(6) 2021. Patient states that pump was reading it has 0.4ml and was alarming occlusion. Patient found I to be bone dry. During the visit, nursing tested the pump with saline and determined pump was not malfunctioning. Patient is adamant that another pump be sent as she does not feel safe using this pump patient was using silhouette tubing back in (B)(6) 2020. She stated that when she removed the silhouette, there appeared to be parts of the catheter missing. Patient was switched to cleo tubing. She still had the silhouette. Nurse examined, the catheter looks like the outer sheath at the very end may be worn off. It doesn't look like the actual part of the catheter is gone. (Do not have serial number of silhouette) no other information known. Prescriber has been notified. Pt have backup pump: yes; silhouette - yes. Successfully continue? Yes. Life-sustaining - pump: yes. Outcome: pump replacement sent, silhouette. Pt changed to cleo. Did reported product fault occur while in use? Yes; did the product issue contributed injury? No. Device available for investigation: yes. Reported to (B)(6) by health professional.